Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by kotwal et al under the hindawi publishing corporation (2015), http://dx.doi.org/10.1155/2016/6318060. PMA/510(k) number. Manufacture date ¿ unknown. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "total humeral endoprosthetic replacement following excision of malignant bone tumors" which reports the functional oncological outcome of patients who have undergone total humerus endoprosthetic reconstruction for malignant bone tumors for the past two decades using both custom-made and modular total humeral endoprosthetic implants, including a monoblock, cobalt chrome humeral head component with titanium diaphyseal segments of sequentially increasing lengths, manufactured at biomet. A patient identified in the article underwent a right total humeral endoprosthetic replacement on an unknown date. Subsequently, the patient was revised 22 months post-op due to pain, impingement, and subluxation.